Manufacturer narrative:
(B)(4).

Event description:
It was reported the device and lead were explanted and replaced due to multiple noise events observed in a clinic follow-up. The patient was discharged.